Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of d4 serial# and d4 catalog # deems required. This is based on the internal evaluation. Previous d4 serial # (B)(6). Corrected d4 serial # (B)(6). Previous d4 catalog # ard267200004c. Corrected d4 catalog # ard567238998. On 13th january 2023, getinge became aware of an issue with one of our surgical lights ¿ prismalix 8000. The initially received customer allegation regarded a non reportable issue. According to the photographic evidence provided after the service visit on 19th january 2022, additional reportable issue was detected - paint was chipping from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of event reoccurrence. According to information provided by technician, broken wps potentiometer and the bulb were replaced and unit was released to use. It was established that when the event occurred, the surgical light did not meet its specification due to paint peeling. Provided information indicates that upon the event occurrence, the device was not being used for patient treatment. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 13th january 2023, getinge became aware of an issue with one of our surgical lights ¿ prismalix 8000. The initially received customer allegation regarded a non reportable issue. According to the photographic evidence provided after the service visit on 19th january 2022, additional reportable issue was detected - paint was chipping from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of event reoccurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.